Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen dose and concentration not reported, via an implantable pump. The indications for use were not reported. On (B)(6) 2018 it was reported that the patient had a complete pump and catheter explant due to infection at the pump pocket site. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue, or if there were any diagnostics or troubleshooting performed. The actions and interventions taken to resolve the issue was the device system was explanted. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.